Event description:
Mom anterior cervical diskectomy /fusion c5-6, c6-7 on (B)(6) /2020. Post op day 1 no left arm pain or numbness, no right arm pain or numbness. Pt stated he feels fine. Discharged home, f/u with dr (B)(6), neurosurgeon in 4 weeks. On (B)(6) 2020 seen in neurosurgeon office due to left arm pain and numbness and left posterior leg numbness. Cervical spine x-rays done on (B)(6) 2020 reviewed and show that bottom screws have pulled out. Graft intact. Ordered add'l studies and add'l surgery to remove plate and screws. Emg ordered left upper extremity no results available in hosp medical record. FDA safety report ID# (B)(4).